Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to recurrent infections at the abutment site. The patient was re-implanted with a transcutaneous osia implant system on (B)(6) 2024.